Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer had difficulty breathing and had a seizure and or loss of consciousness. A blood glucose level of 15 mg/dl was obtained by the fire department and provided the customer sugar by hcp and bread butter and jam by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer had difficulty breathing and had a seizure and or loss of consciouness. A blood glucose level of 15 mg/dl was obtained by the fire department and provided the customer sugar by hcp and bread butter and jam by a non-hcp for the treatment of hypogycemia. No further information was provided. There was no report of death or permanent injury associated with this event.